Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: nm-3138-55. Serial number:(B)(6). Batch/lot number: 7129021. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient underwent a revision procedure in which the lead extension of the deep brain stimulation (dbs) system was repositioned. The lead extension on the right side of the neck had become looped and in an attempt to prevent it from eroding through the skin the physician decided to reposition it. No devices will be returned for analysis as they all remain implanted.